Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The reported event was reproduced during service inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovidescope had a plastic stint stuck in the channel. The issue occurred during the endoscopic retrograde cholangiopancreatography procedure; there was a delay of less than 30 minutes and the procedure was completed with a similar device. There were no reports of patient harm.